Event description:
The hospital reported that during a procedure, the device would not cauterize. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation. It will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.